Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that there was a communication errors with the generator. Upon troubleshooting actions, fse identified that the suite pc was not starting properly due to the defective of ips power distribution unit. Fse replaced the ips certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.